Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: 4471 competitor lead, implanted: 2013-(B)(6). (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited elevated pacing thresholds. The rv remains in use. No patient complications have been reported as a result of this event. This patient is a participant of the attain perform a clinical study.